Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 53 mg/dl. The customer's expected fasting blood glucose test result range is 75-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 117 and 107 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/24/2017 and open vial date is less than 30 days. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: all results. Customer have only been using the meter for 2 days. This is the second true metrix meter and customer is not comfortable with the test results obtained. Customer have been using this vials of strips on both meter. Customer is taking acarbose to raise the blood sugar.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 53 mg/dl. The customer's expected fasting blood glucose test result range is 75-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 117 and 107 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/24/2017 and open vial date is less than 30 days. The meter memory was reviewed for previous test result history: (B)(4). Customer have only been using the meter for 2 days. This is the second true metrix meter and customer is not comfortable with the test results obtained. Customer have been using this vials of strips on both meter. Customer is taking acarbose to raise the blood sugar.